Manufacturer narrative:
The customer has opted not to return the device to physio-control for evaluation and therefore we haven't been able to perform any investigation. A cause of the reported failure could therefore not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. The device's readiness indicator did not show ok and displayed the charge-pak, attention and service wrench icons. The device could not charge and shock defibrillation energy. Physio-control determined that the cause of the reported failure was due to a shorted capacitor, designator c70 on the digital pcb assembly. This capacitor being shorted caused the digital pcb assembly to draw very high current. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device would not switch on and would display all 3 indicators (charge-pak, attention and service) even after the charge-pak had been replaced. The customer originally reported that the attention indicator was shown in the device's readiness display. The charge-pak was last changed on (B)(6) 2012 but the customer reported that he did not use the device since then. There was no patient use associated with the event.